Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection noted a partial separation at the collar which eventually became completely separated during analysis. In addition, the polytetrafluoroethylene (ptfe) was observed to be fully pulled out of the collar. The tip was damaged (misshapen) and kinks were noted in the hypotube located 7cm, 49cm and 81cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 30-apr-2018. It was reported that the device failed to cross the lesion. The 70% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use for a percutaneous coronary intervention. During procedure, it was noted that the device failed to cross the lesion due to the calcification. The device was replaced with another of the same device to complete the procedure. No patient complications were reported and the patient's condition was stable. However, device analysis revealed a partial separation at the collar.